Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012143353); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: 0012105307); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and no pre-dilation was performed. No misload was identified during loading. Upon first deployment attempt, infolding occurred when the valve was at an implant depth of 3mm. The valve was recaptured and removed from the patient. The valve and delivery catheter system (dcs) were discarded and replaced. No procedural delay occurred. No adverse patient effects were reported.